Manufacturer narrative:
Analysis found no anomaly with the pump. They observed no indication of battery depletion or eos from logs or during the course of analysis testing. No significant anomaly was found during destructive analysis. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient in (B)(6) was receiving baclofen via their implanted intrathecal pump. The manufacturer / type of baclofen, drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump was not reported. Premature battery depletion was indicated. Aggravation of the patient's spasticity occurred. Regarding diagnostic tests / troubleshooting performed it was noted that there was no answer to telemetry. The pump was replaced on (B)(6) 2015. The issue resolved and the patient was without injury regarding their status at the time of the report ((B)(6) 2015). The pump was to be returned to the manufacturer. No further information was available. Additional information requested included clarification of baclofen, drug therapy dates, medical history, and indication for use regarding the infusion system. A supplemental report will be provided as additional information becomes available. On (B)(6) 2016 additional information was received from the company representative. It was reported that the status of the device was end of service (eos). The patient was reportedly now doing well and therapy was effective. Regarding the type of baclofen, baclofen concentration/dose, pump settings, therapy dates, and whether the device was expected to be returned, it was reported that this information was impossible to obtain.

Event description:
Additional information was received from a company representative (rep) indicated the cause was "noted terminated" at this time. The device would be returned for analysis. The company representative had no further information.